Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail was attributed to additional trauma at the fracture site. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016, that a sign im nail implanted to repair a fracture was replaced due to addition trauma to the fracture site which cause the nail to break. The im nail was replaced with a 10mm x 300mm standard nail per the sign technique manual. Surgeon comments: "the patient had a prior antegrade s-nail size 9 inserted 1 year ago at (B)(6) instituted. A second fracture was sustained following a low energy trauma to the femur with a resultant nail breakage"